Event description:
It was reported that during pulse generator change due to normal elective replacement indicator, lead impedance on right ventricular lead was found to be high. Individual vector testing confirmed high impedance was contained to the rv coil. Physician capped and replaced the lead. Patient was stable.

Manufacturer narrative:
Reporter state: correction- (B)(6).